Event description:
It was reported the lead had a possible fracture. It was replaced and returned, with an additional report of high threshold, fluctuating and high impedance and undersensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead returned. Visual analysis revealed there was only one set of setscrew marks on the is-1 pin and they were too proximal, indicating the lead may not have been fully inserted.